Event description:
The hospital reported that during sterilization, the bom 7mm extended length endoscope had a broken eyepiece. They were unsure on how it broke. Schoelly imaging contact information was provided by customer service.

Manufacturer narrative:
The device was not received, and thus could not be evaluated; therefore, it is not possible to confirm the reported complaint. We are unable to conclusively determine the root cause of this failure as the incident occurred during use of the device and the procedural operation is not available for review. (B)(4).